Event description:
Litigation papers allege: on (B)(6), 2008, patient was implanted with a depuy asr hip implant on his right side. As a direct and proximate result of the defective nature of the asr hip implant, patient suffered injury. Patient will have to undergo revision surgery. **update** (B)(6) 2011 - medical records were received. The revision operative report indicates that the patient had slightly elevated serum ion levels and pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed